Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an emergent impella interventional procedure using a 14f sheath. Reportedly, a cuff miss occurred. Additionally, when trying to close the foot with the lever, it would not close completely and the foot did not retract all the way. The device became stuck. Cut down surgery was performed to remove the stuck proglide device. It was noted that the guide had separated into two pieces. Both pieces were removed successfully during the surgery. Hemostasis was achieve with surgical suturing. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery to remove the stuck proglide device. The patient required prolonged hospitalization due to the issue with the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.